Event description:
During order placement the patient reported that both of her cadd legacy pumps sometimes beep and show error "high pressure" or "no tubing". I reviewed with the patient to check the line to ensure there are no kinks or blockages causing the error. She stated she does and also she is not having any issues with the IV site that would cause blockages. We are sending 2 replacement pumps and the patient will return the malfunctioning pumps for review. When the errors show on her pumps she disconnects and then reconnects the cassette which fixes the situation and the pump runs normally. Patient has not experienced lapse in therapy or harm due to errors. Pump serial numbers are (B)(4). Reported to (B)(6) by: patient/caregiver.